Event description:
It was reported that cardiac arrest occurred. Access was left transfemoral. A 23mm lotus edge valve system was selected for a transcatheter aortic valve replacement procedure. During placement of the lotus edge valve, the patient experienced decreased central pressure, respiratory distress and coded. Cardiopulmonary resuscitation (CPR) was performed for 20 minutes. The lotus edge valve was not deployed and the system was removed. The procedure was completed with a non-bsc device. The patient is considered recovered and doing well.